Event description:
Boston scientific crm received information that a red alert was detected by the latitude system from this cardiac resynchronization therapy defibrillator (crt-d) due to high right ventricular (rv) pacing impedances of greater than 2000 ohms. Left ventricular (lv) impedances were also greater than 2000 ohms on the same day. The patient was brought into their clinic for evaluation. It was noted that they were unable to reproduce the out of range measurements in the clinic, and that it appeared to be isolated. The patient will continue to be monitored. The patient is not pacemaker dependant and had no adverse effects related to this. Technical services (ts) discussed the potential for this to be tied to the rv ring as that is common to both the rv and lv impedances based on this programmed configuration.

Event description:
Additional information was provided that additional latitude red alerts were detected due to high rv impedance measurements. This issue is being further discussed by the patient's physician.

Manufacturer narrative:
All available information indicates that this product remains in service. If additional information becomes available, the event will be updated.